Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure used: disc replacement it was reported that intra-op, the tip of the drill bit broke. The drill contacted the patient but no fragment remained. No patient complications were reported as a result of the event.